Manufacturer narrative:
The explanted devices was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients old ipg was non-functional and would not take a charge. Device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.